Event description:
It is reported that a patient was implanted on the left side with a cerasul inlay (exact catalogue number unknown) sometime in 2003 (exact date unk) and was explanted on (B)(6) 2014 due to pain and dislocation of the cersaul inlay. It is also reported, the incident (dislocation of the inlay) occurred approximately 4 weeks (exact date unknown) prior to the performed revision surgery and that the ceramic part has not broken.

Manufacturer narrative:
The manufacturer did not yet received the device, x-rays, or other source documents for review. As the lot number was not provided for the device, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).